Event description:
It was reported that foley catheter was placed in the patient for a laparoscopic nephrectomy. After the patient was positioned, it was noted that the catheter fell out. The customer inspection revealed that the catheter balloon was busted. Two more 16fr foley catheters, kits was opened and also had burst retention balloons. All 3 kits used had different lot numbers. Ngfp2350, ngey1092 and ngez2428. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted the balloon was burst upon return. There were no missing pieces. This is out of specification which states, "balloon must not be torn." A potential root cause could be high modulus silicone. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Recommended inflation capacities, 3cc balloon: use 5 cc sterile water, 5cc balloon: use 10cc sterile water, 30cc balloon: use 35cc sterile water". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was placed in the patient for a laparoscopic nephrectomy. After the patient was positioned, it was noted that the catheter fell out. The customer inspection revealed that the catheter balloon was busted. Two more 16fr foley catheters, kits was opened and also had burst retention balloons. All 3 kits used had different lot numbers. Ngfp2350, ngey1092 and ngez2428. No medical intervention was reported.